Manufacturer narrative:
Citation: afzal ammar, k. Md. Et al. Optimal oversizing in transcatheter aortic valve replacement: is bigger better? Insights from a large self-expanding valve case series. Journal of the american college of cardiology. 73(9):1342 epub march 2019. Doi: 10.1016/s07 35-1097(19)31949-7. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review and poster contribution regarding optimal oversizing in transcatheter aortic valve (tav) replacement. All data were collected from a single center between october 2011 and december 2016. The study population included 674 patients (predominantly female), all of which were implanted with a medtronic corevalve, evolutr or evolutpro tav. No serial numbers were provided. Among all patients, adverse events included: unspecified paravalvular leak (pvl) and permanent pacemaker implant. Based on the available information, medtronic product may have caused or contributed to these adverse events. No additional adverse patient effects or product performance issues were reported.